Event description:
A customer reported their epiq cvx ultrasound system froze with an unspecified message during an unspecified surgery. The system was exchanged to complete the procedure. There was no user or patient harm as a result of the issue. The service engineer could not duplicate the reported issue. The logs were reviewed and it was determined there was poor contact on the connector at the probe contact point. The engineer cleaned the connectors to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was confirmed and resolved by the service engineer, who cleaned the transducer connectors on the acquisition module. The system has returned to service with no similar issues reported.